Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the target lesion was located in the distal left anterior descending artery (lad) with heavy tortuosity and heavy calcification. An unspecified guide wire crossed the lesion. Pre-dilatation of the target lesion was performed with a 2.5 x 15 mm trek balloon. The 2.5 x 18 mm xience xpedition stent was advanced to the lesion and the stent delivery system (sds) balloon was inflated and deflated. It was noted that the stent had dislodged and migrated to the very distal lad. There was no resistance noted during advancement of the device to the lesion. The dislodged stent implant was retrieved with a snare. Another xience xpedition was used to complete the case. No adverse patient sequela was reported and the final outcome of the procedure was reported to be successful. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgment was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for stent dislodgment reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.